Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm no flattened or creased keypad dome switches noted. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked reservoir tube and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly and alarmed button error. The customer stated that he woke up in the middle of the night to find that the insulin pump's button was stuck. He stated that he fixed it, but he found that the up button was stuck, and the other buttons were not working anymore either. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm or keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.